Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels of 580 mg/dl to over 600 mg/dl. Cause of bg levels were not known. Customer administered a manual injection to address the issue and went to the emergency room with high ketones that were identified as life threatening by a health care provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged with the issue resolved and no permanent damage. Dates of event and discharge were not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.